Manufacturer narrative:
Additional 510k number: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using the instrument max clinical erroneous results were reported. The customer stated there were several false positives on reader b and upon repeat testing the results were negative. The erroneous results were not reported out and there was no change in patient treatment.

Manufacturer narrative:
H6: investigation summary: the complaint "unresolved result" was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported receiving unr and false positives on reader b. Field service was dispatched. Field service downloaded the database, maintenance folder, and run details. Field service removed and cleaned the readers, check normalization ratio, normalization ration was in specification. Field service calibrated robot, rebooted the aio, and restarted the instrument. Customer was requested to run a sample in order to observe the result. The run resulted in 1/24 samples had unr, the rest were normal. Customer was requested to observe trend and note of any increase in unr results. Data is forwarded to regional escalation. The investigation consisted of a review of the instrument device history record and the instrument installation and service history. The instrument met all acceptance criteria prior to release from manufacturing. No parts or materials were replaced as a part of this investigation. No new risks or trends were detected. The complaint was confirmed by field service since the complaint was replicated in their presence. No root cause determined h3 other text : see h.10.

Event description:
It was reported while using the instrument max clinical erroneous results were reported. The customer stated there were several false positives on reader b and upon repeat testing the results were negative. The erroneous results were not reported out and there was no change in patient treatment.